Event description:
It was reported a patient underwent on (B)(6) 2024 and topical skin adhesive was used. Eczema of the type of pruritic erythematovesicular lesions in contact with surgical glue at laparoscopic orifices with remote diffusion following surgery. The patient had a skin reaction 15 days after the procedure with a remote extension on the trunk, forearms and legs. Regression in a few weeks with dermocorticoids. Current state of the patient: after reaction, prescription of diprosone. Improvement but still presence of lesions. Cure in a few weeks with dermocorticoids. Actions taken in the healthcare establishment for the management of the patient, testing. Additional information has been requested.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information: h6 component code: g07002 - device not returned, d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Additional information provided: allergological assessment: - positive with one cross at 72h for butyl-cyano-acrylate - positive with two crosses at 72h for octyl-cyano-acrylate - doubtful at 72h for dermabond glue (it should have been tested diluted in petroleum jelly or after stripping on the patch area). Balance sheet: european standard battery and negative acrylates battery. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Name of surgery? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.